Event description:
All damage and paralysis on facial left side only. During my dental implant surgery I contracted a negative staphylococcus infection which spread instantly the same day of surgery, from my abstraction site into my sinus and skull area. Left side facial numbness. The left half of my face. Below left eye, nose. Lip, tongue, teeth and chin are numb. The dentist fractured my sinus bones in a couple of places. The dentist fractured the lower left side of my cheek bone. My left ear stops up constantly. I lost 40 to 50% of my vision left eye. Peripheral, top and bottom vision. I only have vision across the middle of my left eye. I have facial and optic nerve damage. I am suffering daily from the damage, paralysis, infection and inflammation daily. I had to have sinus surgery due to the chronic infection and inflammation in my left sinus. Which made me feel worse. I was hospitalized. After hospitalization I was discharged home also on IV antibiotics. I have been on IV antibiotics and pill antibiotics since (B)(6) 2022. The date of my dental implant surgery. I am still presently taking pill antibiotics. The infection cleared slightly. However still present in certain areas. I am followed up with MRI's and CT's. Also infectious disease, otolaryngology, neuro-ophthalmology, ophthalmology, neurology, rheumatology and my pcp. My dental surgery was performed at (B)(6) on (B)(6) in (B)(6). By dr. (B)(6). I sought medical attention on my own. Because the day of my surgery I knew something was wrong. The dentist offered no assistance. The dentist and his surgical nurse doubted me only stating my complications which I constantly complained about was part of the healing process. I didn't listen I followed my gut and received many second opinions from many doctors. In which I started to begin treatment to fight the fast spreading infection. I have had so many tests, x-ray's, MRI's and CT scans. I would like to send records for accuracy. Left ankle tendonitis due to levofloxacin antibiotic and some arm muscle pain from the antibiotic. Left facial numbness, nerve damage, left vision loss and impaired. Dental implant infection and pain.